Manufacturer narrative:
(B)(4). The devices have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that 1 week after the stimulator was implanted, the pt developed a rash area with erythema and vesicles at the stimulator and extension level. The pt had severe itching, but no fever. An allergic reaction was suspected, and an allergy kit was administered. The allergy kit results were positive for silicone rubber. The stimulator system was explanted, and the patient's rash had improved. The pt still has erythema.